Event description:
It was reported that during the glenoid preparation for the augmented (cortiloc +) implant, the anti-rotation peg drill broke into two pieces. One piece came out, and one piece remained in the patient. Approximately 45 minutes was spent trying to remove the remaining piece from the patient. X-ray imaging and arthroscopy were used to try to remove the piece but were unsuccessful. The surgeon decided to proceed with surgery, leaving one piece of the anti-rotation peg drill in the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Correction to device code, clinical signs code and health impact codes., the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during the glenoid preparation for the augmented (cortiloc +) implant, the anti-rotation peg drill broke into two pieces. One piece came out, and one piece remained in the patient. Approximately 45 minutes was spent trying to remove the remaining piece from the patient. X-ray imaging and arthroscopy were used to try to remove the piece but were unsuccessful. The surgeon decided to proceed with surgery, leaving one piece of the anti-rotation peg drill in the patient.